Event description:
It was reported that when the device was used during a low anterior resection procedure, the staple malformed. There was no reported pt consequence. It was not reported how the case was completed.